Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was reproduced. The endoscopic image was not displayed when the bending section was angulated due to damage to the imaging unit due to external factors. The adhesive of the bending section rubber was chipped. The video connector and control section were cracked due to external factors. The grip unit of the control section was scratched due to external factors. The label of the light guide connector was peeled off. The surface of the light guide cover glass was scratched due to external factors. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that when the device was used for the first time after the repair was completed, the endoscopic image was not displayed. There was no report of patient injury associated with the event.